Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a noisy cooling fan and it was replaced to resolve. Analysis further noted that the stylus connector was damaged, the keyboard was broken, the lower bullet was missing, there was no paper in the printer drawer, a software error was found in the update history and then during final functional testing a link electronic module (lem) board failure occurred and it was noted that the lem board was broken. All found defective items were replaced and all other identified issues were resolved, the touch screen was calibrated, new software was installed and the device was cleaned. (B)(4).

Event description:
It was reported that the programmer had a noisy fan. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.